Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿iodine leakage from white cap". This was observed during use for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye and magnification noted a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing revealed a leak at the female connector due to the damage. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.